Event description:
Per the clinic, the device was explanted on (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery.

Event description:
Per the clinic, the patient experienced pain and popping sounds during auditory stimulation. The implanted device remains. Explant and reimplantation is planned but has not yet taken place at the time of this report.